Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/20/2015.

Event description:
Additional information provided by the account: no patient injuries but the procedure was done differently not to use the endostitch. It occurred during the procedure on the patient. Issue was not resolved and device could not be used. Procedure was completed not using the device.

Event description:
According to the reported, the unit was jamming and not allowing the jaws to open properly. There was no tissue loss. There was no extended incision. There was no blood loss in excess of 500cc's. The surgery was not delayed more than 30 mins. The surgery was modified to not have to use the device, but completed and the issue resolved.

Manufacturer narrative:
(B)(4).